Event description:
The customer reported that intermittently they could not obtain a 12 lead.

Manufacturer narrative:
The customer reported that intermittently they could not obtain a 12-lead ECG. A philips field service engineer went to the customer site to evaluate the unit. The failure was verified. Replacing the ECG connector resolved the reported failure.